Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported that a total of two pieces of broke during use. One piece was stained with blood and contaminated the hospital and has not been released. The one in hand is not stained with blood and has broken. Patient injury was not reported. This file addresses the first device.